Manufacturer narrative:
(B)(4).

Event description:
Philips received a complaint on the xl+ device indicating that the system test failed. The fse evaluated the device. It was determined that the paddle was not placed properly, once the fse tightened the paddle the device worked normally. The device remains at the customer site and no further evaluation is warranted at this time.